Manufacturer narrative:
Section d4 expiration date and full unique identifier (UDI) # was added. Investigation summary: the device history record (DHR) for lot 25f035362 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation, therefore the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. UDI pi pending and will be added when available.

Event description:
The customer reported the product contained only 9 sponges instead of 10 sponges when opened.